Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic feeling dizziness, fatigue and syncope. It was noted that the device battery depleted due by high threshold on the right ventricular (rv) lead. The high threshold was caused by massive myocardial infarction near the lead tip due to heart attack. There was no malfunction noted on rv lead. Lead replacement was discussed. The patient was stable.

Event description:
New information states that the replacement procedure was performed on (B)(6) 2018. Post procedure the patient conditions improved and syncopal attacks were gone.